Manufacturer narrative:
(B)(4). Additional information was received regarding the condition of the patient. It was reported that the patient was fine. A three year trend was conducted for this defect code and catalog number/product type, and there were five complaints total. All five complaints were from the sample hospital in france, and all five were unconfirmed. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges a report relating to a submucosal route with epistaxis during nasotracheal intubation. The customer reports nasal trauma to the patient. The customer used another device.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges a report relating to a submucosal route with epistaxis during nasotracheal intubation. The customer reports nasal trauma to the patient. The customer used another device.